Event description:
Information received by medtronic indicated that the insulin flow blocked alarm led to high blood glucose event. The blood glucose value was 25.2 mmol/l. The customer does not show symptoms related to hyperglycemia. Customer has been using insulin pump system within 48 hours of reported high bg event. Auto mode/smartguard feature was not active at time of high blood glucose. No further patient complications were reported. Troubleshooting was performed and the customer will continue to use the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.